Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during implant, the lead exhibited high thresholds. The lead was not implanted and was replaced. The patient as fine and there were no adverse consequences during the procedure.